Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 90 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Reportedly, customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was in 444- high (value not provided) mg/dl range. Customer administered a manual insulin injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.